Manufacturer narrative:
Date rec¿d by MFR : 07aug 2019, date of report : 08aug 2019. The manufacturer's international service technician confirmed the reported problem. The manufacturer's international service technician replaced the flow sensor assembly to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19mar2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit would not enter standby mode. The customer reported there was no patient involvement. Event date not specified; estimate used.